Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was displaying inaccurately low control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2015 at 8pm when she obtained alleged low readings of "72, 56 and 62mg/dl" on the subject meter whilst using control solution. The patient manages her diabetes with insulin (self-adjuster) and on "(B)(6) 2015, 8 or 9pm" she stated that she took more food and/or drink as a result of the alleged product issue. The patient reported that on an unspecified time after the alleged issue began she developed symptoms of "confusion, dizzy, lightheaded, blurred vision, shakiness and she fell over". The patient stated that her neighbour gave her a cola as treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. However, the patient was not using the correct control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. There is no evidence the device malfunctioned as the alleged product issue was resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.